Event description:
It was reported that during a shoulder arthroscopy the patient received a first degree burn near the area that a lateral portal was placed. The ablator was reported to have been used through this portal.